Event description:
Customer reports: when the healing collar was being removed, the implant moved and the patient felt pain. The implant was removed. Loss of integration.

Event description:
Customer reports: when the healing collar was being removed, the implant moved and the patient felt pain. The implant was removed. Loss of integration.